Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was damaged when the over pouch was opened, "some of them were impaired, sponge was out of them." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Describe event or problem: it was reported that twenty (20) minicaps were damaged. When the reporter opened the pouch, some of the minicaps were found to be ¿impaired¿, and the sponge was out of an unspecified number of minicaps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information. The actual devices was not available; however, a photograph of the samples were provided for evaluation. Visual inspection of the photograph noted that the aluminum foil peeled. Some sponges were found fully separated from the cap. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.